Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction while wearing an adc freestyle libre sensor and reported his allergy symptoms began "2 months ago". Customer further reported he removed the sensor after 10 days of wear due to experiencing itching and irritation "in the insertion area" and had contact with a healthcare professional who diagnosed him with dermatitis and prescribed lexema cream with corticoids for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in device MFR date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction while wearing an adc freestyle libre sensor and reported his allergy symptoms began "2 months ago". Customer further reported he removed the sensor after 10 days of wear due to experiencing itching and irritation "in the insertion area" and had contact with a healthcare professional who diagnosed him with dermatitis and prescribed lexema cream with corticoids for treatment. There was no report of death or permanent injury associated with this event.